Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. (B)(4).

Event description:
It was reported that the device experienced a power on reset (por). It was noted that the patient underwent radiation therapy. There was no change in device settings and the device remains in use. It was decided that electrocardiogram monitoring is to be conducted at further radiation therapy sessions. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.